Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found evidence of an arc track at the instrument gooseneck. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure. The customer observation of the instrument '"was smoking" was likely the customer's interpretation of the arcing at the gooseneck of the monopolar hook.

Event description:
It was reported that during a surgical procedure, the permanent cautery hook instrument was smoking. The instrument was removed and replaced, and the procedure was completed. No pt harm, adverse outcome or injury was reported.